Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('right essure coil location uncertain') and fallopian tube perforation ('organ perforation') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 2, spontaneous abortion (1), elective abortion (3) and fibula fracture (surgery). No relevant personal medical-surgical history. No nongynaecological family history. No drug allergies. Concurrent conditions included hypercholesterolemia. Concomitant products included drospirenone + ethinylestradiol (yaz) since (B)(6) 2012 for contraception. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel sulphate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), adnexa uteri cyst ("low-risk-score right adnexal cyst 55x34 mm"), ovarian cyst ("low-risk-score 55mm right ovarian cyst") and swelling ("swelling"). The patient was treated with surgery (right adnexa removed (B)(6) 2019, right ovary removed (B)(6) 2019 and total left essure removed with fallopian tube on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, allergy to metals, hypersensitivity, genital haemorrhage and swelling had not resolved and the adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered adnexa uteri cyst, allergy to metals, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, ovarian cyst, pelvic pain and swelling to be related to essure. The reporter commented: at consultation on (B)(6) 2012, examination, hysterosalpingogram in (B)(6) 2011 showed right fallopian tube patent and no evidence of essure in it. Clinical assessment after gynaecological examination. The patient did not want to have the essure re-inserted, she was prescribed yaz. On (B)(6) 2019, both fallopian tubes and right ovary were removed, left essure was removed in total, physician stated the laparoscopic removal was uneventful. The patient had not yet recovered to date of reporting ((B)(6) 2020), symptoms were ongoing, which is why she might have to undergo another surgery for the removal of device remainders that may potentially be inside her. They are still waiting for the results of a computed tomography to verify that. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for: nickel sulfate. Negative for: aluminium chloride, aluminium powder, cadmium, cobalt chloride, mercury chloride, niobium, copper oxide, palladium chloride, silver nitrate, 1 and 5% titanium, 0.1, 1 and 2.5% vanadium, 2.5% zinc and zinc chloride. Gynaecological examination - on (B)(6) 2019: external genitalia and vaginal are normal. No haematic residue or leukorrhea suggesting a disease. Cervix: non-dilated, closed, bimanual examination: no bleeding, does not feel pain during examination. Uterus: size, consistency and shape all normal. No adnexal masses detected. Hysterosalpingogram - on (B)(6) 2011: left device correctly inserted, right device insertion status uncertain; in (B)(6) 2011: left device correctly inserted, right fallopian tube is patent, no evidence of essure in it. Ultrasound scan - on (B)(6) 2019: uterus: anteverted, regular. Hysterometry: 67x46 mm 8-mm homogeneous endometrium. Right adnexa: echo-negative cystic formation with regular contour. No septums or papilla. Negative colour scan of 55x34 mm. Left adnexa: normal. Ultrasound diagnosis: low-risk-score, 55-mm cystic formation in right ovary. Diagnosis: low-risk-score adnexal cyst. Left essure device.. From medical records: right essure not visible since insertion, fallopian tube cyst, right ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('right essure coil location uncertain') and fallopian tube perforation ('organ perforation') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinorrhea (cough with expectoration) on (B)(6) 2018, productive cough on (B)(6) 2018, ear pain on (B)(6) 2018, wisdom teeth removal in 2018, fibula fracture (surgery) in 2004, multigravida (6), parity 2, spontaneous abortion (1), elective abortion (3) and smoker. No relevant personal medical-surgical history. No oncogynaecological family history. No drug allergies. Concurrent conditions included hypercholesterolemia and uterine anteflexion. Family history included type ii diabetes mellitus (mother) and myocardial infarction (father and 2 brothers deceased). Concomitant products included drospirenone + ethinylestradiol (yaz) since (B)(6) 2012 for contraception as well as atorvastatin since (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel sulphate"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), adnexa uteri cyst ("low-risk-score right adnexal cyst 55x34 mm"), ovarian cyst ("low-risk-score 55mm right ovarian cyst"), swelling ("swelling") and menstruation irregular ("irregular menstrual cycle") and was found to have ovarian adenoma ("mucinous cystadenoma of the ovary"). The patient was treated with surgery (right adnexa removed (B)(6) 2019, laparoscopic left salpingectomy with complete removal of essure device on (B)(6) 2019 and right ovary removed (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, allergy to metals, hypersensitivity, genital haemorrhage and swelling had not resolved and the adnexa uteri cyst, ovarian cyst, menstruation irregular and ovarian adenoma outcome was unknown. The reporter considered adnexa uteri cyst, allergy to metals, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menstruation irregular, ovarian adenoma, ovarian cyst, pelvic pain and swelling to be related to essure. The reporter commented: at consultation on (B)(6) 2012, examination, hysterosalpingogram in (B)(6) 2011 showed right fallopian tube patent and no evidence of essure in it. Clinical assessment after gynaecological examination. The patient did not want to have the essure re-inserted, she was prescribed yaz. On (B)(6) 2019, both fallopian tubes and right ovary were removed, left essure was removed in total, physician stated the laparoscopic removal was uneventful. The patient had not yet recovered to date of reporting (B)(6) 2020), symptoms were ongoing, which is why she might have to undergo another surgery for the removal of device remainders that may potentially be inside her. They are still waiting for the results of a computed tomography to verify that. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for: nickel sulfate. Negative for: aluminium chloride, aluminium powder, cadmium, cobalt chloride, mercury chloride, niobium, copper oxide, palladium chloride, silver nitrate, 1 and 5% titanium, 0.1, 1 and 2.5% vanadium, 2.5% zinc and zinc chloride. Gynaecological examination - on (B)(6) 2019: external genitalia and vaginal are normal. No haematic residue or leukorrhea suggesting a disease. Cervix: non-dilated, closed, bimanual examination: no bleeding, does not feel pain during examination. Uterus: size, consistency and shape all normal. No adnexal masses detected. Hysterosalpingogram - on (B)(6) 2011: left device correctly inserted, right device insertion status uncertain; in (B)(6) 2011: left device correctly inserted, right fallopian tube is patent, no evidence of essure in it. Laparoscopy - on (B)(6) 2019: cystic formation of about 5 cm found, with a smooth surface, without outgrowths and mucous content, the rest without findings. Right adnexectomy and left salpingectomy with complete removal of the essure device performed as planned. No incident. Pathology test - on (B)(6) 2019: right adnexectomy: mucinous cystadenoma of the ovary. Salpingectomy with an intratubal device occupying the lumen of left one. Tumour marker test - on (B)(6) 2018: negative. Ultrasound scan - on (B)(6) 2017: uterus with normal endometrium. In the right ovary a 50x36mm echonegative formation. A check-up is scheduled per year.; on (B)(6) 2019: uterus: anteverted, regular. Hysterometry: 67x46 mm 8-mm homogeneous endometrium. Right adnexa: echo-negative cystic formation with regular contour. No septums or papilla. Negative colour scan of 55x34 mm. Left adnexa: normal. Ultrasound diagnosis: low-risk-score, 55-mm cystic formation in right ovary. Diagnosis: low-risk-score adnexal cyst. Left essure device.. Urine analysis - on (B)(6) 2017: crystals sediment. Calcium oxalate. X-ray - on (B)(6) 2018: single intratubal device in the left hemipelvis. From medical records: right essure not visible since insertion, fallopian tube cyst, right ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jun-2021: lawyer provided medical records with further details: history: smoking, anteverted uterus, rhinorrhea, cough, ear pain, wisdom tooth extraction, tests added (x-ray, ultrasound, tumor markers negative, laparoscopy and pathology result). Concomitant drug added: atorvastatin. Event added: menstruation irregular, ovarian adenoma based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('right essure coil location uncertain') and fallopian tube perforation ('organ perforation') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 2, spontaneous abortion (1), elective abortion (3) and fibula fracture (surgery). No relevant personal medical-surgical history. No oncogynaecological family history. No drug allergies. Concurrent conditions included hypercholesterolemia. Concomitant products included drospirenone + ethinylestradiol (yaz) since (B)(6) 2012 for contraception. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel sulphate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), adnexa uteri cyst ("low-risk-score right adnexal cyst 55x34 mm"), ovarian cyst ("low-risk-score 55mm right ovarian cyst") and swelling ("swelling"). The patient was treated with surgery (right adnexa removed (B)(6) 2019, right ovary removed (B)(6) 2019 and total left essure removed with fallopian tube on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, allergy to metals, hypersensitivity, genital haemorrhage and swelling had not resolved and the adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered adnexa uteri cyst, allergy to metals, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, ovarian cyst, pelvic pain and swelling to be related to essure. The reporter commented: at consultation on (B)(6) 2012, examination, hysterosalpingogram in (B)(6) 2011 showed right fallopian tube patent and no evidence of essure in it. Clinical assessment after gynaecological examination. The patient did not want to have the essure re-inserted, she was prescribed yaz. On (B)(6) 2019, both fallopian tubes and right ovary were removed, left essure was removed in total, physician stated the laparoscopic removal was uneventful. The patient had not yet recovered to date of reporting ((B)(6) 2020), symptoms were ongoing, which is why she might have to undergo another surgery for the removal of device remainders that may potentially be inside her. They are still waiting for the results of a computed tomography to verify that. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for: nickel sulfate. Negative for: aluminium chloride, aluminium powder, cadmium, cobalt chloride, mercury chloride, niobium, copper oxide, palladium chloride, silver nitrate, 1 and 5% titanium, 0.1, 1 and 2.5% vanadium, 2.5% zinc and zinc chloride. Gynaecological examination - on (B)(6) 2019: external genitalia and vaginal are normal. No haematic residue or leukorrhea suggesting a disease. Cervix: non-dilated, closed, bimanual examination: no bleeding, does not feel pain during examination. Uterus: size, consistency and shape all normal. No adnexal masses detected. Hysterosalpingogram - on (B)(6) 2011: left device correctly inserted, right device insertion status uncertain; in (B)(6) 2011: left device correctly inserted, right fallopian tube is patent, no evidence of essure in it. Ultrasound scan - on (B)(6) 2019: uterus: anteverted, regular. Hysterometry: 67x46 mm 8-mm homogeneous endometrium. Right adnexa: echo-negative cystic formation with regular contour. No septums or papilla. Negative colour scan of 55x34 mm. Left adnexa: normal. Ultrasound diagnosis: low-risk-score, 55-mm cystic formation in right ovary. Diagnosis: low-risk-score adnexal cyst. Left essure device. From medical records: right essure not visible since insertion, fallopian tube cyst, right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Right essure coil location uncertain [device dislocation]. Organ perforation [fallopian tube perforation]. Allergy to nickel sulphate [nickel allergy]. Allergic reactions [allergic reaction]. Excessive bleeding [bleeding genital]. Low-risk-score right adnexal cyst 55x34 mm [adnexa uteri cyst]. Low-risk-score 55mm right ovarian cyst [ovarian cyst]. Swelling [swelling nos]. Irregular menstrual cycle [irregular menstrual cycle]. Mucinous cystadenoma of the ovary [ovarian cystadenoma]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("right essure coil location uncertain") and fallopian tube perforation ("organ perforation") in a 41 year-old female patient who had essure inserted (lot no. 681141) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ear pain, productive cough and rhinorrhea (cough with expectoration) on (B)(6) 2018, wisdom teeth removal in 2018, fibula fracture (surgery) in 2004 and anxiety, irregular menstrual cycle, drug intolerance, fibula fracture, tibia fracture, leg operation, alcohol use, migraine, dyslipidemia, bronchitis, adnexa uteri cyst, metrorrhagia, abortion, whiplash injury, smoker ((smokes 30 cigarettes a day/1 packet per day)), elective abortion (3), spontaneous abortion (1 delayed abortion), parity 2 (2 normal births) and multigravida (6 pregnancies in total). No relevant personal medical-surgical history. No oncogynaecological family history. No drug allergies. Previously administered products included: nolotil [metamizole magnesium] and copper iud. The patient had a family history of type ii diabetes mellitus (mother), diabetes (mother), myocardial infarction (2 siblings died of acute myocardial infarction) and heart disease, unspecified (father died of heart disease). Concurrent conditions were listed as dyspnea, urinary incontinence, coronavirus infection, gonalgia, gum disorder, uterine anteflexion and hypercholesterolemia. Concomitant products included atorvastatin since (B)(6) 2017, yaz (drospirenone + ethinylestradiol) for contraception since (B)(6) 2012, domperidone, gemfibrozil, tizanidine hydrochloride, naproxen, amoxicillin, escitalopram, diclofenac, cloperastine and paracetamol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced device dislocation (seriousness criterion medically important). On (B)(6) 2018 she experienced allergy to metals ("allergy to nickel sulphate"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), adnexa uteri cyst ("low-risk-score right adnexal cyst 55x34 mm"), ovarian cyst ("low-risk-score 55mm right ovarian cyst"), swelling ("swelling") and menstruation irregular ("irregular menstrual cycle") and was found to have ovarian adenoma ("mucinous cystadenoma of the ovary"). The patient was treated with surgery (laparoscopic left salpingectomy with complete removal of essure device on (B)(6) 2019, right adnexa removed (B)(6) 2019 and right ovary removed (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, allergy to metals, hypersensitivity, genital haemorrhage and swelling had not resolved. The outcomes for adnexa uteri cyst, ovarian cyst, menstruation irregular and ovarian adenoma were unknown. The reporter considered adnexa uteri cyst, allergy to metals, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menstruation irregular, ovarian adenoma, ovarian cyst, pelvic pain and swelling to be related to essure administration. The reporter commented: at consultation on (B)(6) 2012, examination, hysterosalpingogram in (B)(6) 2011 showed right fallopian tube patent and no evidence of essure in it. Clinical assessment after gynaecological examination. The patient did not want to have the essure re-inserted, she was prescribed yaz. On (B)(6) 2019, both fallopian tubes and right ovary were removed, left essure was removed in total, physician stated the laparoscopic removal was uneventful. The patient had not yet recovered to date of reporting ((B)(6) 2020), symptoms were ongoing, which is why she might have to undergo another surgery for the removal of device remainders that may potentially be inside her. They are still waiting for the results of a computed tomography to verify that. Product stop date updated from (B)(6) 2019 to (B)(6) 2019. 2008: inserted essure with no complications but it only attached to the right side, the left one did not work well. (B)(6) 2011: inserted essure (it contains a hysteroscopy report dated (B)(6) 2011 on page 38, however there are handwritten notes, which raises doubts as to whether the patient underwent the insertion by this procedure and on this date or on 2008) 2008: inserted essure with no complications but it only attached to the right side, the left one did not work well. (B)(6) 2011: inserted essure (it contains a hysteroscopy report dated (B)(6) 2011 on page 38, however there are handwritten notes, which raises doubts as to whether the patient underwent the insertion by this procedure and on this date or on 2008) stop date: (B)(6) 2019 (also mentioned the dates (B)(6) 2018 and (B)(6) 2019, however the consents documents for procedure are dated (B)(6) 2018 and (B)(6) 2018, ruling out the possibility that occurred in (B)(6) 2018). (B)(6) 2019: essure removal by right adnexectomy and left salpingectomy (both tubes and left ovary had to be removed). Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: positive for: nickel sulfate. Negative for: aluminium chloride, aluminium powder, cadmium, cobalt chloride, mercury chloride, niobium, copper oxide, palladium chloride, silver nitrate, 1 and 5% titanium, 0.1, 1 and 2.5% vanadium, 2.5% zinc and zinc chloride. [Blood bicarbonate ( 23- 28 mmol/l)] on (B)(6) 2019: 28.3. [Blood urea ( 20- 50 mg/dl)] (date unknown): 17. [Fraction of inspired oxygen ( 7.35- 7.45 ph)] on (B)(6) 2019: 7.47. [Full blood count] on (B)(6) 2019: density-1025 g/l. Proteins-negative. Glucose- negative. Ketone bodies- negative. Bilirubin- negative. Nitrites- negative. Leukocytes- 125 cel/âul. [Glomerular filtration rate] on (B)(6) 2019: > 90.0. [Gynaecological examination] on (B)(6) 2019: external genitalia and vaginal are normal. No haematic residue or leukorrea suggesting a disease. Cervix: non-dilated, closed, bimanual examination: no bleeding, does not feel pain during examination. Uterus: size, consistency and shape all normal. No adnexal masses detected [hysterosalpingogram] on (B)(6) 2011: left device correctly inserted, right device insertion status uncertain; in (B)(6) 2011: left device correctly inserted, right fallopian tube is patent, no evidence of essure in it [laparoscopy] on (B)(6) 2019: cystic formation of about 5 cm found, with a smooth surface, without outgrowths and mucous content, the rest without findings. Right adnexectomy and left salpingectomy with complete removal of the essure device performed as planned. No incident. [Oxygen saturation] on (B)(6) 2019: 98. [Pathology test] on (B)(6) 2019: right adnexectomy: mucinous cystadenoma of the ovary. Salpingectomy with an intratubal device occupying the lumen of left one [pco2 ( 35- 45 mmhg)] on (B)(6) 2019: 34.6; on (B)(6) 2019: 58. [Ph body fluid ( 7.33- 7.42)] (date unknown): 7.31. [Tumour marker test] on (B)(6) 2018: negative. [Ultrasound scan] on (B)(6) 2017: uterus with normal endometrium. In the right ovary a 50x36mm echonegative formation. A check-up is scheduled per year.; on (B)(6) 2019: uterus: anteverted, regular. Hysterometry: 67x46 mm 8-mm homogeneous endometrium. Right adnexa: echo-negative cystic formation with regular contour. No septums or papilla. Negative colour scan of 55x34 mm. Left adnexa: normal. Ultrasound diagnosis: low-risk-score, 55-mm cystic formation in right ovary. Diagnosis: low-risk-score adnexal cyst. Left essure device. [Urine analysis] on (B)(6) 2017: crystals sediment. Calcium oxalate. [X-ray] on (B)(6) 2018: single intratubal device in the left hemipelvis. From medical records: right essure not visible since insertion, fallopian tube cyst, right ovarian cyst. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: upon receipt of new follow up it was identified that argus (B)(4) are duplicate of each other. Therefore argus (B)(4) needs to nullify from argus database. All events , references, source documents & relevant information were transferred to retention case. (Legacy device number 2951250-2022-00820)from current follow up: medical record received. Lot number added. Medical history & family history added. New reporter added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.